Manufacturer narrative:
H.6 investigation summary material #: 367861. Lot/batch #: 2109087. Bd had not received samples or photos for investigation. Therefore, ninety (90) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that the cap was deformed. The following information was provided by the initial reporter: on (B)(6) 2023, the patient cx came to the laboratory to draw blood for testing according to the checklist. The blood drawing nurse found that the tube cap was damaged and deformed when taking the vacuum blood collection tube. Vascular, no harm to patient, no device concomitant use, date of implantation not applicable.